Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted on (B)(6) 2017. The patient stated that was sick on (B)(6) 2017 and her bg value was 67 mg/dl and was going down. The patient stated she wanted to remove the device because the receiver was alerting her that she was going low. The patient stated that she dosed herself and went to sleep. The patient woke up due to the urgent low sounding and called her friend. The patient¿s friend called the ambulance. The patient stated that she wanted to take the sensor off; however, the paramedics advised the patient not to. The patient indicated that the paramedics treated her with insulin but did not wish to provide further event details. No additional patient information is available. No data was provided for evaluation. The confirmation is inaccuracies could not be determined. A root cause could not be determined.